Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an explant procedure of a competitive right ventricular (rv) lead the physician chose to also extract a previously capped rv lead. During the extraction of that lead the patients right atrial (ra) lead pulled back and became dislodged due to fibrotic tissue connecting both leads. The physician chose to also remove and replace the ra lead as well as the competitors rv lead. No patient complications have been reported as a result of this event.